Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the pt had a previous bypass, and the target lesion was a native rca that was very challenging to access. Multiple attempts were made to advance the stent to the lesion. It was pre-dilated again and during the last attempt to advance the 3.0 x 18 mm promus stent delivery system (sds) to the lesion, the stent dislodged from the sds and started to float distal into the target lesion. A balloon was able to advanced into the stent and it was deployed in the target lesion. A 3.0 x 12 mm promus stent was also implanted. There were no pt effects reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.